Event description:
It was reported that two months after implant, the pump was moved to the opposite side because of complications. After the pump pocket revision, the pt had loss of therapeutic effect and developed recurring swelling and fluid accumulation in the pump pocket. The hcp aspirated the fluid after each recurrence. There was no redness or itching; no infection was found. The fluid was not cerebrospinal fluid. The pt also developed edema that started in the stomach and moved into her legs. The pt gained 100-135 lbs of fluid since implant. A dye study was completed (date not reported), and no problem was found. The primary hcp believed the pt was having an allergic reaction. The pump follow up hcp agreed to remove the system although there was no fluid in the pocket or redness. The device system was explanted, and the pt recovered without sequela. The pump was used to deliver morphine.

Manufacturer narrative:
.